Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how was the procedure completed? Used another clipper. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes it was. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Arteria cystica. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. What were the patient's pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. However, the first three clips were fired out intermittently. This could have been caused by accumulation of body fluids on the distal end of the device.the device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note that the finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a 'galle' procedure, the clips did not close. No further information. No consequences for the patient.